Event description:
It was reported that balloon detachment occurred. The stenosed target lesion was located in accessory mammary artery and renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the balloon was detached from the delivery system with the stent still attached to the balloon. The device was simply pulled out without intervention and the procedure was completed with a different device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon detachment occurred. The stenosed target lesion was located in accessory mammary artery and renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the balloon was detached from the delivery system with the stent still attached to the balloon. The device was simply pulled out without intervention and the procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the middle of the stent was damaged. The balloon was still tightly folded, and the stent was still in the manufactured position on the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm any separation.